Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d11, g4, g7, h1, h2, h3, h6, and h10. Multiple MDR reports were filed for this event, please see associated report: 0001825034-2020-02693, 0001825034-2020-02946. D11-medical product unknown vanguard xp medial bearing, unknown vanguard xp lateral bearing. No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Price, a. Et al. Functional outcome after 2 years after bi-cruciate retraining total knee arthroplasty- results of a non-design centre pilot study. (Not yet published): 1-19. Multiple MDR reports were filed for this event, please see associated report: 0001825034-2020-02693. Medical product: unknown vanguard bearing. Foreign source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient experienced post-operative stiffness and loss of range of motion. The patient underwent manipulation under anesthesia approximately four months post implantation and retained a restricted range of motion of ten to ninety. There is no additional information at this time.